Event description:
It was reported by service report that the male side of the bed extender cable was broken causing loss of footboard functionalities. It is unk if there was pt involvement or if there were adverse consequences to report.